Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, pump error test, rewind, basic occlusion, occlusion, compromised force sensor system and excessive no delivery test or verify motor error alarm due to buttons not responding. Motor passed motor test.

Event description:
The customer reported via phone call that insulin pump had motor error. The customer's blood glucose was unknown at the time of incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer did not report motor position encoder error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.